Event description:
Horrible pain after undergoing a foraminotomy from the physician who implanted the prodiscs. Later diagnosed with mechanical pain, and the devices were removed by a different physician. I signed a release to have them returned to me after synthese examined them and have never received any word or gotten the devices back.